Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that the patient never had therapeutic effect and whenever the healthcare provider tried to run the therapy impedance and hit accept it changed the voltage to an undesired amplitude of 2.3 volts. It was noted that the healthcare provider wanted to program an amplitude of 7.5 volts and reviewing how to program the implantable neurostimulator (ins) resolved the issue. It was reported that the ins was on. The reporter stated that the patient had been unresponsive to stimulation since implant and the amplitude was being increased per a healthcare provider¿s instructions. Therapy impedance was noted as 493. Additional information has been requested but was not available as of the date of this report.